Event description:
It was reported that, "hospital received case of bone cement in damaged from federal express. Sales rep confirmed that vials were broken and all 10 doses were compromised. Hospital disposed of cement locally in accordance with local and federal regulations as hazardous waste."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.